Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate and remained static at a fill estimate value of 105 units. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose reached 179 mg/dl. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.